Event description:
It was reported that the patient had about 30 percent relief during the trial, but developed another urinary tract infection (uti).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Medial safety determined that the event of urinary tract infection is assessed as related to the patients pre-existing history of oa b/retention and is not related to the device or therapy.